Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6). Pr #: (B)(4), cr#: (B)(4), type: MDR with sample, part #: 385100, lot #: unknown, as reported: leakage. Customer verbatim: used on patient. When flushed with saline, it leaked from the connection of the female part q-syte and the male connection of the syringe. Lot analysis: device/batch history record review: no. Reason: although the review of the dhrs review are required for MDR¿s per (B)(4), a review could not be performed as the lot number was not provided. Qn / sap database review: no. Reason: a search of the qn / sap database could not be done; no lot number was provided for this incident. The peura (end user risk analysis) rm5699 rev. 5 version (d) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable visual analysis: observations and testing: received one used q-syte unit from unknown the lot number. The q-syte unit was connected to a 60 ml nipro syringe. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold. Slits tears on the septum top disk. Water leak test: the q-syte unit was connected to the water leak test station and tested in the un-actuated and actuated positions. Leakage was confirmed in the actuated position during testing septum column tear assessment: damage (tear) was observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No physical/mechanical damage was observed on any of the external areas of the q-syte top body on four of the returned units. Photos of the slit centeredness: the septum slit cut was not off center on any of the returned q-syte unit. Test description, method no, results: visual/microscopic, n/a, see observations and testing. Water leak test, mm-110, see observations and testing. Column tear assessment, vtp-31, see observations and testing. Bottom septum evaluation, n/a, see observations and testing. Slit location and dimensions, qcpa-13, see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned q-syte unit provided for evaluation displayed septum slit tear on the septum top disk and a column which did leak, when leaked tested. Investigation conclusion: conclusions: the defect of leakage, as reported code was confirmed with the returned unit. The source of leakage was the vent hole due to the column tear. Confirmed there were slit tears on the septum top disk. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description root cause: root cause: relationship of device to the reported incident: indeterminate. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Comment: an instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device was found during use, leaking. It was reported that it leaked from the connection of the female part of the q-syte and the male connection part of the syringe. There was no report of injury or medical intervention.